Event description:
Patient noted spontaneous deflation of the right tissue expander. The patient has not experienced any trauma or any other event that could explain the deflation. The patient underwent expander exchange. Upon removal, it was discovered that there was a 3mm fracture at the junction of the device's base and anterior surface.